Manufacturer narrative:
Investigation: the investigation was performed using pictures provided to bbraun (B)(4). The trocar is broken approximately in the middle of the shaft. Several small cracks rise from the point of rupture are observable on both parts. According to the pictures, at least two fragments are missing. Conclusion and root cause: based on the information available, it is not possible to determine a possible root cause of the failure. We assume a manufacturing or design related error, or a combination of multiple factors. (B)(4).

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the sleeve was broken in during surgery.